Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by patient's family member that there was an unknown issue with the patient's implantable pulse generator (ipg) and that it was "serviced" about one-month prior to patient's death. Attempts to obtain further information were unsuccessful.